Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds. The rv lead was explanted and replaced. It was noted on the same day as the implant procedure the right atrial (ra) lead and newly implanted rv lead exhibited a high lead impedance warning. The ra lead and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.